Event description:
It was reported by repair work order that there was fluid ingress to the mattress fire barrier. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that there was fluid ingress to the mattress fire barrier. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that there was fluid ingress to the mattress fire barrier. Follow-up submitted as further investigation determined that the mattress top cover was discolored; however, there were no signs of fluid ingress. This is not likely to harm the patient as the cover does not affect the safety functions of the mattress and the patient would still be supported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Manufacturer narrative:
Conclusion: mattress replaced.